Event description:
St jude medical ICD model cd2211-36q promote + rf 36 w/sj4 connector- (B) (4), study start date: (B) (6) 2009; estimated study completion date: (B) (6) 2016- (B) (4), model 1888tc/46; tendril (B) (4), and model 7120q/52; durata sj4 -clinical post trial (B) (4) were implanted via cardiologist, (B) (6) on (B) (6) 2010. Cardiac electrophysiology md, (B) (6) tested the equipment on (B) (6) 2010 in the am, both doctors located at (B) (6). The outcome was immediate death. After the testing, the pt stopped breathing but was talking, making jokes doing well prior to the am testing and was about to be released from the hospital. Medical device is still in post clinical trials and it is not known if the pt was advised of those trials before the device and leads were implanted.